Event description:
Healthcare professional reported ¿right side capsular contracture baker grade IV¿. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified: red particles on the surface shell. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported ¿right side capsular contracture baker grade IV¿. Device has been explanted.